Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the piezo alarm and cable assembly. The ventilator passed all testing.

Event description:
It was reported that, during patient use, the ventilator generated an alarm message. The ventilator continued to ventilate the patient. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The device was repaired and it was determined that the parts shelf life had exceeded the period of time recommended by the manufacturer. If information is provided in the future, a supplemental report will be issued.